Event description:
It was reported that 'at higher kv image begins to flicker and x-ray stops,' resulting in intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and performed a preheating calibration. The system operates as intended.